Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the connector lens surface is cracked, focus ring has chip and the camera cable is disconnected. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that there is a trace that load was applied to the boot on the main body side. Since load was applied to the boot on the main body side, it led to disconnection of the charged coupled device on the camera cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a no image during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.